Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are merely placeholders.visual inspection of the returned ir60b reload showed that it sustained some physical damage. In addition the shuttle had traveled only a fraction of its path. This partial travel would explain the reported partial stapling. A possible cause of the partial travel was the presence of a malformed staple on the head of the drive screw. Finding a staple in this location is usually indicative of a failure to properly clean the stapler after having fired a reload. There was also some damage to the drive screw, indicating that it was slipping relative to its mating socket. The failure to clean properly was the root cause of the event.

Event description:
After an ir60b reload had been fired in a laparoscopic colectomy procedure, it was observed that a few unformed staples had been deployed from the distal end of the device. There was no adverse impact to the patient's health.